Event description:
10 months after a coronary stenting drug eluting treatment procedure, an aneurysm was found. Patient presented with non st elevation myocardial infarction (nstemi) in june 2005. The patient was cathed and had 1 vessel dissection- a single very tight lesion in the ostium of the left anterior descending (lad). The vessle appeared small visually. A 2.5 x16mm taxus drug eluting stent was placed in the lad starting at the ostium. Post implantation, the stent was over expanded to 2.75mm. One month later patient returned with chest pain. The patient was recathed; no in-stent restenosis (isr). Ivus was not performed. "Still undersized compared to artery". In march 2006, patient returned with chest pain. The patient was going to undergo stress testing, but had recurrent chest pain. The patient was anticoagulated and recathed. The physician found an aneurysmal dilatation beginning about 5mm down from proximal (ostial) end, extending approximately 5-6mm. The stent is still well opposed and functioning well, without isr. However there is an "arc" of arterial wall not in apposition (aneurysm). No functional flow reserve study was performed. Due to the patient's recurrent symptoms, albeit no objectively ischemic in origin, and the difficulty in placing another stent within an already undersized artery, it was elected to refer to bypass surgery. Patient had a lima to lad and has done well.